Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that no egvs were displayed on the device. No product was provided for investigation. Data was not provided for investigation. The problem could not be confirmed. The probable cause could not be determined post investigation.